Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a caesarean section. No information was furnished regarding any of the accessories used in the operation. Also, the esu settings used were not provided. According to the user, a burnt odor was detected when the generator was not in use. Then a burn was found on the patient's thigh. No information was provided regarding if any treatment was given to address the patient's skin condition.

Manufacturer narrative:
The esu was not provided/sent to erbe for inspection/testing. No anomalies were found in the device history record (DHR) of the unit. Based upon the very limited information provided, no determination could be made as to the cause of the incident. Erbe USA, inc. Is now closing the file on this event.